Manufacturer narrative:
Technical services discussed that the time out for loss of rf telemetry was a maximum of two seconds before the test would end and normal brady pacing would begin. It was noted that the time out would begin the moment the cancel telemetry button was pressed. Depending on the specific sequence and timing of steps, a loss of pacing for greater than two seconds could occur. No further adverse patient effects were reported due to the asystole. The device remains in service. This report will be updated if additional information is received.

Event description:
Boston scientific crm received information that during right ventricular (rv) threshold testing, this implantable cardioverter defibrillator (ICD) lost radio frequency (rf) telemetry with the programmer. This occurred at the same time as when the threshold test reached loss of capture (loc). The pacemaker dependent patient experienced asystole for at least two seconds. The field representative did not have electrograms from the device running at the time of the test, but a telemetry strip from the hospital monitor showed the asystole lasted for 5.84 seconds.